Event description:
The patient stated that when she woke up in 2006, she found that the luer lock of her infusion tubing was not tightened correctly and she was not getting insulin. She stated that the adapter had insulin inside of it and was wet from leaking insulin. She stated that one day earlier, before bed, her blood glucose was 242 mg/dl and she gave herself 2 units of insulin. She stated that at 5am she woke up with sore muscles and her blood glucose measured 542 mg/dl and she gave herself another bolus (value not provided). At 10:30 she stated she was feeling much worse and her blood glucose measured "hi" on her glucose monitor. She gave herself insulin via injection and she bolused through her infusion device and her blood glucose remained "hi". The patient was able to change her insulin cartridge and infusion tubing during the report and she intended on changing her infusion site also. The patient was not available for follow up. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.